Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion set was leaking insulin at the headset. The customer felt wet on his skin around the cannula "several" times. No adverse event reported. Return of the suspect device was requested for evaluation.